Manufacturer narrative:
(B)(4). Vyaire field service technician went onsite and evaluated the device. Technician performed alarm function checkout and airway pressure adjustment . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported mean airway pressure is high and would not adjust on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.